Manufacturer narrative:
Failure analysis for fiber (B)(4): fiber was broken within the outer flow tubing near the control knob, between the control knob and distal end of the fiber side (14 inches from distal end of the fiber side) with signs of melting; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the outer sheath exhibited signs of melting at the break; the metal cap exhibited moderate burnt on detritus; the glass cap exhibited severe devitrification at the output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that at 189,444 joules while using the surgical fiber during a prostate procedure, the fiber broke near the control knob. The procedure was completed using a second surgical fiber. Outcome: "no injury to the patient". Gland volume: 63 ml. Time expended: 18:49.